Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the drill "stop working" during a lumbar discectomy procedure. There were minor delays due to opening a new drill and drill bit. There were no injuries or medical intervention reported. There was no additional info provided.